Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced motor error alarm. The customer reported no adverse event. The event involved product(s) mmt-722lwwh. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return required for mmt-722lwwh. It is unknown whether product will be returned.

Manufacturer narrative:
The pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0875 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. Motor error alarm not confirmed during testing. The pump was programmed with multiple test boluses and monitored. All boluses delivered properly. No motor error alarm noted during bolus/basal delivery. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly or motor. The motor was tested outside of the pump and passed. The following were noted during visual inspection: minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds. Please see below when reviewing the history download file. The pump was stored for an extended period without a battery. The pump was able to download the pump history file, but it was corrupted. There was multiple a47 alarm in the pump history due to corrupted history file. There was no data available in (B)(6) 2024 in the pump history file. Unable to perform the history review 2 days prior to the event date 17-jun-2024 in the pump history file due to no data available. Unable to verify motor error alarm in the pump history file due to no data available. The pump passed the functional testing. Motor error alarm not confirmed during testing. A47 alarm confirmed in the pump history due to corrupted history file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.